Event description:
It was reported that the device and right ventricular lead were explanted due to infection. Endocarditis with vegetation of the leads was also noted on echocardiogram. The patient was in a stable condition before, during and after the procedure.